Event description:
A pt underwent phacoemulsification and a vitrectomy followed by an intraocular lens implant os. Silicon oil was injected in the posterior chamber. The silicon oil was removed 2 mos later. A yag laser capsulotomy for pco in both eyes was performed 4 mos later with no improvement in va os. Two months later the pt returned to surgery for a second yag. A retinal detachment was identified and the surgeon reported a lack of transparency in the iol that was preventing him from visualizing the fundus. The iol was removed and the surgeon was able to complete a vitrectomy revision and retinal peeling. The explanted lens was examined by the surgeon and a co rep present at the time of explant. Exam of the explanted lens did not confirm the reported lens opacification. The association between this report and the iol is not known.